Event description:
It was reported that the surgeon will be doing a hip revision in gainesville, fl for a patient that has a mcs cup. No additional information.

Manufacturer narrative:
(H3) pending evaluation.

Manufacturer narrative:
H6: corrected component and investigation clinical codes.